Event description:
A distributor reported on behalf of a healthcare facility in japan that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in japan where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Our investigation is based on the information provided by the f&p service technician. Results: performance testing revealed that the audible alarm was functioning as per intended. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the audible alarm of the returned subject complaint device. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Manufacturer narrative:
(B)(4). We are currently in the process investigating the complaint pt101 airvo 2 humidifier. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no reported patient involvement.